Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. A field service technician replaced the rear case on-site per customer request because of a potential for deviations of label cleaning methods that may be the cause for device malfunctions that are being experienced. The device was not returned to the baxter service depot for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that failed, stopped pumping for battery alert, then once stopped and restarted, it began to pump again, but beeping every 30 seconds. The event occurred during therapy (medication, dose, programmed amount and delivery rate unknown) in the intensive care unit (ICU). No additional information is available.